Manufacturer narrative:
B3 onset date: date is approximate.

Event description:
It was reported that one of the patients two spinal cord stimulation (scs) leads migrated and subsequently the patient experienced no pain reduction. The migration was confirmed by x-ray imaging. The serial number of the lead is unknown and cannot be obtained. The patient was hospitalized and underwent a revision procedure in which the lead was repositioned. The patient was doing fine postoperatively and has been released from the hospital.